Manufacturer narrative:
The device will be evaluated and a follow-up medwatch will be submitted if additional information becomes available.

Event description:
A report was received regarding an alleged issue encountered with the console. The report states that the console displayed error message 284 " cf_excess_air_in_hx". There were no patient complications.

Manufacturer narrative:
The complaint could not be duplicated. The console was evaluated and no defect was found. The root cause of the reported complaint is unknown. Quest will continue to monitor complaint trends.